Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2003. Subsequently patient was revised on (B)(6) 2005 due to migration of the condyle lock screw components. Additional information received indicates patient underwent a second revision (B)(6) 2009 for an unknown reason. The humeral component and condyle kit were removed and replaced. Patient underwent a third revision on (B)(6) 2013 due to loosening of the humeral component and loosening and wear of the bearing. The humeral component, bearing and condyle kit were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2013-03122 / 03124). An additional MDR was filed for this patient previously (reference 1825034-2005-00027).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2013-03122 & 2014-07202 / 07203).

Event description:
It was reported that patient underwent a right total elbow arthroplasty on (B)(6) 2003. Subsequently patient was revised (B)(6) 2005 due to migration of the condyle lock screw components. Additional information received indicates patient underwent a second revision (B)(6) 2009 for an unknown reason. The humeral component and condyle kit were removed and replaced. Patient underwent a third revision on (B)(6) 2013 due to loosening of the humeral component and loosening and wear of the bearing. The humeral component, bearing and condyle kit were removed and replaced. Additional information received noted a screw in the condyle kit would not seat during the initial procedure on (B)(6) 2003. Another screw was utilized to complete the procedure. It was further reported patient was revised on (B)(6) 2009 due to humeral loosening. Patient underwent another revision procedure on (B)(6) 2014 due to humeral loosening. The humeral component was removed and replaced.